Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was not inserted properly. The cannula site was "lumpy and had puss seeping out". The patient was taken to the hospital and diagnosed with an infection. The patient was given an antibiotic of co-amoxiclav. The patient was discharged from the hospital after 2 hours. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.